Manufacturer narrative:
No additional information was provided.

Event description:
It was reported that the synchron controls (levels 1-3) were leaking due to loose caps in beckman coulter inc. (Bci) facility. No injury was reported in this event.